Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. Device discarded by hospital.

Event description:
It was reported that during surgery the hydroset set allegedly too quickly and was not able to be used. The company representative reported that the surgeon mixed the hydroset in the correct manner relating to the IFU and that this was done within the correct time perimeters, and that the hydroset set within the 2 minute timeframe. The company representative also reported that it was mixed for 45 seconds and then transferred into the injection device a minute later. A back up cement, hydroset injectable cement kit 15cc, was used to complete the surgery. There was a 5 minute delay to surgery.